Manufacturer narrative:
Additional information was added to h4 and h6 h11: the actual device was not available; however, a photograph of the sample was provided for evaluation. The returned photograph was reviewed, and it was noted that there was white drug residue inside the yellow bag that contained the device which suggested that a leak may have occurred inside the yellow bag. The reported condition was verified. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor leaked out into yellow bag. The issue was noticed before patient use. The device was filled with 3150mg fluorouracil (5-fu) in 115ml 0.9% sodium chloride. There was no patient involvement. No additional information is available.